Event description:
It was reported that during laparoscopic cholecystectomy procedure, the clips were malformed and scissored. The surgeon used another like device to complete the procedure. There was no patient consequence reported.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was leaking pneumo, 10mm scope/camera were being used. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
(B)(4). Broken jaw, malformed clip. The el5ml device was received for analysis and the analysis results showed that the device was noted to have the jaw ramp broken off at the right side. The device was tested for functionality and it formed 1 clip as intended, malformed one clip and ejected the remaining clips due to the condition of the jaw ramp. The device locked out as intended, but the orange indicator was visible at 14th firing sequence thus, it was not completely visible. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.